Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was performed by the manufacturer. The manufacturer found an unknown dark spotty contaminant on the rear panel, unknown dark contaminant on the top enclosure, front panel, and bottom enclosure, an unknown dirt contaminant on the bottom enclosure, blower seal, and on the blower. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found a black spotty contaminant on the flip lid seal, a dust/debris contaminant to the flip lid, bottom enclosure, and on the heater plate, hair contaminants on the dry box seal, 2 insects located, one being on the dry box, and one on the back panel ledge. In the initial report allegation of headache, nasal/throat irritation or soreness and visualization of particles were not mentioned which have been updated in this report.